Manufacturer narrative:
Mentor received the device for evaluation. Mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 800cc mentor memorygel breast implants. Post-operatively, the patient experienced baker grade IV capsular contracture of the right breast and bilateral asymmetry, which was confirmed during a physical exam. As a result, the patient underwent bilateral removal and replacement surgery with a left-sided 750cc mentor memorygel breast implant and an 800cc mentor memorygel breast implant on (B)(6), 2024. During removal surgery, it was discovered that the patient¿s right prosthesis was ruptured. There were no patient consequences or procedural delays reported due to the rupture discovered during the revision surgery. This report is for the left implant. Refer to manufacturing report number 1645337-2024-04356 for the contralateral event.